Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic for a device follow up. Multiple episodes of post-paced t wave oversensing was detected on the device. Programming changes were made. Patient was asymptomatic and in stable condition.